Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem) was confirmed. Upon investigation, the charger led charging icon failed to light and would not recognize a battery. The root cause was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.